Event description:
The customer tested his blood glucose and received a breeze2 reading of 365 mg/dl. He retested his glucose using another meter and the reading was 136 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. The customer also insisted his meter be replaced. Replacement products were sent to the customer.